Event description:
It was reported that during a device check it was noted that the right ventricular (rv) lead had high impedance and frequent v-v intervals which triggered a lead integrity alert (lia). X-ray showed no abnormality. The physician tested the lead and parameters were within range. The physician suspected an issue with the implantable cardioverter defibrillator (ICD). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.